Manufacturer narrative:
As reported in a research article, complications from closure of the patent foramen ovale with an amplatzer device included air embolism, cerebral ischemia, residual shunt, implantation of another device, cardiac tamponade, vascular complications, fistulas, asymptomatic cerebral micro-lesions, abnormal coenesthesia phenomena, atrial fibrillation, and neoplastic disease . A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "clinical and echocardiographic outcomes after percutaneous closure of patent foramen ovale: a single centre experience", was reviewed. This research article is a retrospective single center experience to evaluate the effectiveness of percutaneous transcatheter patent foramen ovale (pfo) closure with amplatzer devices, from a large single-center experience. Amplatzer pfo occluder device and amplatzer cribriform occluder (asd-mf) were associated with the study. There is no allegation of malfunction towards the abbott device. The article concluded that transcatheter pfo closure is an effective and safe therapy for the prevention of thromboembolic events in the patients with cryptogenic stroke/tia or occasional finding of a positive cerebral MRI. Late follow-up shows device stability and clinical improvement in the majority of patients. The primary author of the article is alberto maria lanzone, md, department of cardiology, clinic institute san rocco, via dei sabbioni, 24, 25050 ome bs, italy. The correspondence author is amedeo anselmi, md, with the corresponding email: amedeo.anselmi@chu-rennes.fr.